Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse confirmed functionality by test drive and diagnostic test and preventative maintenance (dte pm) carriage testing. No arm issues were identified. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 1 and 4 could not be moved. Message details were unknown. The operation had already been converted to an open surgery when the technical service engineer (tse) was contacted. There were no related errors, and the doctor advised that detaching the adapter would be effective from next time. A system check was requested.